Manufacturer narrative:
Device is combination product. E1: initial reporter city-(B)(6). The synergy xd mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis broken into two sections. The stent protector and mandrel had been partially removed such that the stent protector was partially covering the stent. The stent had moved distally on the balloon and was damaged with stent struts bunched at the proximal end of the stent protector. Crimp markings were evident on the exposed balloon wall. The distal end of the stent was covering the distal markerband and distal balloon cone. The balloon was tightly wrapped and had not been subjected to positive pressure. The shaft was found to be broken consistent with the complaint event. There was a break in the mid-shaft on the proximal side of the port bond. The mid-shaft break was in the bottom of the trough/skive. The break had caused distal shaft separation and exposed the corewire. The mid-shaft on the proximal side of the break had been stretched by 15mm. Damage (bunching/accordioning) was noted to the mid-shaft extrusion at one site above the lasercut region. Bunching/accordion type damage was noted on the distal inner shaft, at a site 2mm distal of the bi-component bond. There was stretching/necking of the distal shaft on the distal side of port. Damage was noted to the proximal inner where the inner appeared bunched and the proximal end of the mandrel had pierced through the side of the proximal inner into the inflation lumen. Multiple hypotube kinks were also noted. During analysis the stent protector and mandrel were removed distally during analysis without resistance. The stent protector was not stuck on the stent and the mandrel was not stuck in the wire lumen. An attempt was then made to reinsert the mandrel however the mandrel was blocked at the site of bunching in the proximal inner (at the site which had been pieced by the mandrel). No issues were noted with the returned mandrel and the outer diameter of the mandrel was measured and found to be within specification. No issues were noted with the returned stent protector and the inner diameter of the stent protector was measured and found to be within specification.

Event description:
It was reported that the shaft broke. During preparation, the device synergy xd mr ous 2.50 x 24mm was taken out from the hoop and when the mandrel was removed, the joint part of the distal shaft and mid shaft got separated near the exit port without any resistance. Since the issue occurred during preparation outside the body, the alleged device was replaced with a different device and the procedure was completed without any injury to the patient.

Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that the shaft broke. During preparation, the device synergy xd mr ous 2.50 x 24mm was taken out from the hoop and when the mandrel was removed, the joint part of the distal shaft and mid shaft got separated.near the exit port without any resistance. Since the issue occurred during preparation outside the body, the alleged device was replaced with a different device and the procedure was completed without any injury to the patient.